Event description:
It was reported that the customer's blood glucose was 416 mg/dl. The customer was hospitalized on (B)(6) 2014 due to the stomach flu. The customer was treated with fluids for the nausea. The customer also had a skin infection due to the infusion set rubbing against her pants. The customer further mentioned that she suffered from convulsions when she had low blood glucose levels. The customer stated that she was not able to hear the alarms or the threshold suspend because they were not loud enough. Advised to review insulin pump settings with physician in order to received advanced warning of low blood glucose levels before they occur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).